Event description:
It was reported that during the dissection phase of the saphenous vein harvesting procedure, the co2 valve of the trocar was not working properly, leading to no co2 inflation and no tunnel in the patient's leg. The physician decided to stop the procedure and convert it to an open leg procedure. There were no consequences to the patient.